Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 07-oct-2015. The most recent information was received on 17-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("essure has cause irregular bleeding"), breast pain ("breast pain"), anxiety ("increase in anxiety issues"), migraine ("severe migraine"), disorder speech ("I suffer from speech issues"), speech disorder ("inability to complete sentences"), dysphemia ("stuttering issues"), cerebrovascular accident ("stroke like symptoms"), trichorrhexis ("hair breaking") and feeling abnormal ("feeling like body turned against me"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, breast pain, anxiety, migraine, disorder speech, speech disorder, dysphemia, cerebrovascular accident, trichorrhexis and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, breast pain, cerebrovascular accident, disorder speech, dysphemia, feeling abnormal, genital haemorrhage, migraine, trichorrhexis and speech disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 30-jun-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("essure has cause irregular bleeding"), breast pain ("breast pain"), anxiety ("increase in anxiety issues"), migraine ("severe migraine"), disorder speech ("I suffer from speech issues"), speech disorder ("inability to complete sentences"), dysphemia ("stuttering issues"), cerebrovascular accident ("stroke like symptoms"), trichorrhexis ("hair breaking") and feeling abnormal ("feeling like body turned against me"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, breast pain, anxiety, migraine, disorder speech, speech disorder, dysphemia, cerebrovascular accident, trichorrhexis and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, breast pain, cerebrovascular accident, disorder speech, dysphemia, feeling abnormal, genital haemorrhage, migraine, trichorrhexis and speech disorder to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010. Implant site: left & right fallopian tubes, quantity: 2. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-jun-2021: mr received. Reporter information, medical history, lot number, expiration date added. Rcc note added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 14-jul-2021. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure (batch no. 740669) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("essure has cause irregular bleeding"), breast pain ("breast pain"), anxiety ("increase in anxiety issues"), migraine ("severe migraine"), disorder speech ("I suffer from speech issues"), speech disorder ("inability to complete sentences"), dysphemia ("stuttering issues"), cerebrovascular accident ("stroke like symptoms"), trichorrhexis ("hair breaking") and feeling abnormal ("feeling like body turned against me"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, breast pain, anxiety, migraine, disorder speech, speech disorder, dysphemia, cerebrovascular accident, trichorrhexis and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, breast pain, cerebrovascular accident, disorder speech, dysphemia, feeling abnormal, genital haemorrhage, migraine, trichorrhexis and speech disorder to be related to essure. The reporter commented: discrepancy noted for date of insertion: (B)(6) 2010. Implant site: left & right fallopian tubes, quantity: 2. Lot number: 740669, manufacturing date: 2010-06, expiration date: 2013-06. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 07-oct-2015. The most recent information was received on 18-aug-2020. This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("essure has cause irregular bleeding"), breast pain ("breast pain"), anxiety ("increase in anxiety issues"), migraine ("severe migraine"), disorder speech ("I suffer from speech issues"), speech disorder ("inability to complete sentences"), dysphemia ("stuttering issues"), cerebrovascular accident ("stroke like symptoms"), trichorrhexis ("hair breaking") and feeling abnormal ("feeling like body turned against me"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, breast pain, anxiety, migraine, disorder speech, speech disorder, dysphemia, cerebrovascular accident, trichorrhexis and feeling abnormal outcome was unknown. The reporter considered abdominal pain, anxiety, breast pain, cerebrovascular accident, disorder speech, dysphemia, feeling abnormal, genital haemorrhage, migraine, trichorrhexis and speech disorder to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 18-aug-2020: pif received: case updated to serious incident. Essure removal done. Essure removal date added. Product indication, insertion date, patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.